Manufacturer narrative:
Product event summary : the full lead was returned and analyzed.the analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was a possible lead fracture; it had high pacing impedance, as well as oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.